Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. The area was prepared with antiseptic wipes before placing the sensor on the body. On (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, infection and pain under entire patch area. The patient consulted a healthcare provider (hcp) and the reaction was treated with a prescription of an oral antibiotic (for a week, 4 times per day until (B)(6) 2025). At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).